Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin transmission. Upon review of the transmission, it was found that the implantable cardiac monitor (icm) exhibited undersensing. It was noted that the device was double counting resulting in false tachycardia alerts. No device intervention was performed, but programming changes were discussed. The patient was stable.

Event description:
New information received notes programming changes were successfully made. The patient was stable.